Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of the access site bleeding issue cannot be determined since the product was not returned and insufficient clinical details were provided. E4 should have been left blank on manufacturer device report 1220648-2025-25891.

Event description:
The complainant reported the patient was on impella cp support due to needing an high-risk percutaneous coronary intervention. The doctor initially wanted to leave the patient on impella support after the procedure however, during the explant of the repositioning sheath, it was noted that significant hematoma was present after reposition was advanced into position. Several attempts were made to reposition the sheath however, the bleeding and hematoma persisted. Patient was stable requiring no pressors or ventilatory support. The doctor decided to rewire vessel via reposition sheath, explant impella, and implant long impella peel away sheath. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿